Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 520 mg/dl at time of incident. Customer declined troubleshooting. Customer stated that they did disconnect from the from the quick release during shower, but they could not reconnect it. Customer reported a problem with the batch of quickset infusion set. The device will not be returned for analysis.